Event description:
Patient was discovered in bed with her "miniloc safety infusion set" huber needle that is used to access her mediport separated. Patient was receiving 5-fu (chemotherapy drug) at the time and there was some of the chemotherapy on her bra, gown and bedding. The bedding was removed and put into chemo disposal bags. The patient's affected belongings were put into bags with warning stickers attached to the bags and the patient was changed into a clean gown. The patient's old huber needle was removed. This is the 10th incident involving this same model of huber needle in the past 6 months at our hospital. Two of the incidents were officially reported, and the other 8 were reported verbally, through our internal reporting process. One of the devices was sent to the manufacturer, and another one is at our facility. The packaging was thrown away in all instances. After inspection of all devices seen, it was noted that the tubing portion of the miniloc became unglued from the leur lock portion, causing medication to spill out of the tube onto the patients. None of the patients involved were reported to be combative, so it appears that the tube just slipped out of the leur lock portion after the glue dissolved in some way. Since these devices are primarily used for chemo drugs, the drugs could be caustic to the skin and therefore this problem poses a patient safety risk. The manufacturer was contacted and told us that they do not know why this is occuring, and they need to do more research. They sent us replacement devices in that instance.